Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera® placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera® placement if nausea and/or vomiting are present. A regimen of 40 mg per day of an oral ppi should be continued as long as the orbera® is in place. Other medications that are started prophylactically should be continued after orbera® placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: esophageal obstruction. Once the balloon is being inflated in the stomach, the balloon could be inadvertently pulled back into the esophagus. If this occurs, surgery or endoscopic removal could be required gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Warnings: proper positioning of the placement catheter assembly and the orbera® balloon within the stomach (using measured distance from the incisors via the insertion tube markings) is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. Failure to confirm proper positioning may cause injury to the esophagus, duodenum, or pylorus.

Event description:
Reported as: a patient with the orbera intragastric balloon was experiencing very bad nausea and vomiting despite being treated with medications. The patient went to the emergency room (ER) and was admitted to the hospital for treatment of nausea, vomiting and hiccups. Patient was treated with medications and IV fluids, was stabilized and discharged a day later. Later the patient visited the physician and was assessed for having nausea, vomiting, kussmaul breathing, weakness and in pain. Patient was sent to ER the same day, abdominal x-ray was taken and blood work confirmed diabetic ketoacidosis (dka) and was admitted. Next day, the device was removed. The physician observed the balloon was lodged high in the cardia of the stomach prior to removal. Patient's all adverse symptoms stabilized, the patient was doing well and was discharged 3 days later. Physician noted this was a case of intolerance and suspects the patient's diabetes was not well controlled prior to the orbera placement.